Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note test strip-UDI#:(B)(4).

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison of test result reported of 48 mg/dl using truemetrix meter and test result reported of 149 mg/dl using doctor's meter. The date and time of when the meter comparisons were done was not disclosed by the customer. The customer's expected fasting blood glucose test result range is 110 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: all low results.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference. Note. (B)(4).

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison of test result reported of 48 mg/dl using truemetrix meter and test result reported of 149 mg/dl using doctor's meter. The date and time of when the meter comparisons were done was not disclosed by the customer. The customer's expected fasting blood glucose test result range is 110 - 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is (B)(6) 2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: all low results.